Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an error e333 during a unknown therapeutic procedure, that was completed with the same device, involving an olympus video system center. There was no patient injury reported.